Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site the pt's right coronary artery. Upon attempt to inflate the balloon and deploy the stent, the proximal portion of the stent would not expand. Subsequent attempts to fully expand the stent were unsuccessful. The balloon catheter was withdrawn from the pt and another balloon catheter was used to fully expand and deploy the stent at the target lesion site. Subsequent angiography showed evidence of proximal dissection in the mid portion of the vessel. The physician elected to send the pt for coronary artery bypass surgery. The surgery was successful and there were no clinical sequelae reported relative to this event.